Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
During on-site investigation performed by our field service engineer two pressure transducer printed circuit boards (pcb) were replaced to correct the reported pre-use check (puc) failures. The parts and device logs have been returned for investigation. The reported failures are confirmed in received device logs. Tests of the returned pcb in reference ventilators showed that one of the pcb is faultless. The reported puc failures were reproduced during simulated use testing of the second pressure transducer pcb in a reference ventilator. Performed puc failed due to high measured offset from the pcb¿s pressure sensor. Ventilation was not possible and several alarms were generated. In addition to the high offset, the pressure sensor had an imbalance in its resistance bridge. Ocular inspection showed that the component was contaminated with an unknown sticky substance on the outside of its cap. However microscopic inspection showed no signs of corrosion inside the pressure sensor¿s chip. When the pressure sensor was replaced, performed pre-use check passed without deviation and no alarms were generated during ventilation. The conclusion is that the root cause of the reported failures is a drifting pressure sensor on a pressure transducer pcb. This was caused by contamination of the sensor with unknown substance. The source of the observed substance is unknown. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).